Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implant procedure, under a microscope, the surgical technician notices a slight crack in the intraocular lens, informed the doctor and they decide to replace it, removing the lens. Additional information has been requested.

Manufacturer narrative:
On initial MDR submitted the product code should be (B)(4). Based on available information, this event does not meet criteria for reporting as a malfunction per regulation. No further reports required. The manufacturer internal reference number is: (B)(4).